Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 62016ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 62016ud00, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent lot 62016ud00 was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result for one sample. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 1457.26 s/co miu/ml, repeat after the result was questioned by the physician was <2.30 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I total b-hcg result for one sample. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 1457.26 s/co miu/ml, repeat after the result was questioned by the physician was <2.30 miu/ml. No impact to patient management was reported.